Event description:
The customer called to report frequent high blood glucose levels. The reported blood glucose reading at the time of the call was 158 mg/dl. Troubleshooting was performed. The insulin pump passed the prime and self tests, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with the no delivery alarm out of range during the occlusion test, due to a faulty force sensor.